Manufacturer narrative:
This MDR report is part of the (B)(4) pilot program, exemption number e2015055. Three (3) devices were received for evaluation; three (3) events were confirmed during testing. Three (3) devices were found to be affected by damaged components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the device reportedly disassembled. There was patient involvement; no patient impact.